Event description:
It was reported via repair work order that the side rail would not lift due to broken handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.